Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09768 related manufacturer reference number: 2017865-2021-09769 it was reported that the patient presented in clinic for a follow up where it was discovered that the right ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead was dislodged. The physician revised the lead on (B)(6) 2021. Patient presented again in clinic on (B)(6) 2021 due to discomfort. After lead interrogation, loss of capture was noted on both atrial and right ventricular leads and loss of sensing was noted on the atrial lead. Chest x-ray showed both leads were dislodged. After viewing the diagnostic tests on the leads, the physician suggested the cause to be pacemaker migration due to twiddler¿s syndrome. The physician explanted the leads and pacemaker on (B)(6) 2021. The patient was in stable condition.